Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was not on external surface of the device, the material could not be removed by reprocessing. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue being peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, resulting in humidity invading lg-lens which led to corrosion. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to deformation of the up/down knob, water tightness was lost; due to a crack on the scope body, water tightness was lost; the forceps channel port had a scratch; the air and water cylinders had no color; the suction cylinder had no color; the scope connector and the light guide cover glass had scratches; the electrical connector had corrosion due to water leakage; the label on the scope connector was damaged; due to damage to the electrical connector, a noise image occurred; due to wear of the angle wire, the play of the right and left knobs was out of the standard value; the image guide protector had a chip; the bending tube was damaged; the distal end was shaved; the adhesive around the objective lens had wear; and there was corrosion around the lever arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing the control wheel on the evis exera ii duodenovideoscope was leaking. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the light guide lens had foreign material inside. This report is to capture the reportable malfunction of the foreign material inside the light guide lens noted at estimation.